Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic after an unrelated procedure. Upon interrogation, episodes of oversensing electromagnetic interference due to electrocautery resulting in inappropriate automatic mode switch episodes was observed during the time of the procedure. No intervention was performed. The patient's condition was stable before and after the event.